Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the loop recorder exhibited undersensing. It was noted that the device was experiencing a loss of contact due to possible air pockets. Further information was requested, however, was not provided.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the loop recorder exhibited undersensing. Further information was requested; however, was not provided.